Event description:
Adverse event: dissection requiring medical intervention. Onset adverse event: during the procedure. Device issue: none. It was reported that the procedure was to treat a lesion from the ostial to the mid left anterior descending artery (lad). During deployment of the xience v stent, a dissection occurred at the distal edge of the stent. A 3.0 x 12 mm xience v stent was used to cover the dissection. The patient outcome was good. No additional information was provided.

Manufacturer narrative:
(B)(4). In this case, there was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.